Event description:
It was reported that a pump had multiple system error 322 alarms in the device history log. There was no pt incident.

Manufacturer narrative:
MFR ref. No. (B)(4). Baxter rec'd and evaluated the device. The reported symptom system error 322 was confirmed through the history log. The eval was unable to determine the cause. Upon eval of known contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.